Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14896. It was reported that the patient presented for extraction of the right atrial lead due to frequent episodes of noise leading to inappropriate mode switch. During the procedure the left ventricular lead became dislodged. The leads were explanted. The patient was stable post-procedure.